Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that customer attempted to upload data to the pump software when an unspecified malfunction occurred and the pump shutdown. There was no reported adverse impact to the customer¿s blood glucose value.